Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿patient was revised to address pain and elevated metal ion levels. Update 11/08/2011: litigation papers recieved, there is no new information that would change the outcome of this investigation. Update rec'd 11/7/2014. Ppd received. Hip side, doi, and lot number for the acetabular cup provided. The stem and sleeve are being added for elevated metal ion levels.this complaint was updated on 12/3/2014.